Event description:
It was reported that an incomplete fill tubing alert occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and a correction bolus via pump to address elevated bg. Tandem technical support educated the customer on the alert and ensuring to complete the fill tubing process.